Event description:
It was reported the catheter hub cone shows fluid leaks during infusion: lack of sealing of the inlet cone. The problem appears to have been seen in at least 3 catheters from the same batch. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the PICC luer connection was confirmed; however, the root cause was not identified. The product returned for evaluation was two segments of digital video which depicted a 4fr s/l powerpicc catheter. The depicted device appeared to be inserted into the arm of a patient. The visible portion of the device included the extension tubing and luer adapter. An extension set was attached to the luer adapter. The catheter was being flushed and clear infusate was visible leaking from the luer/extension tube joint. Leakage at the luer interface was evident in both video segments; however, inspection of those segments was insufficient to identify the root cause of the leakage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include luer damage and use of an incompatible accessory.

Event description:
It was reported the catheter hub cone shows fluid leaks during infusion: lack of sealing of the inlet cone. The problem appears to have been seen in at least 3 catheters from the same batch. This report addresses the first device.